Event description:
The consumer reported that implant was replaced on (B)(6) 2016 because the implant had heated up during charging and burned the tissue which made the pocket too large. The patient stated that the implant had flipped on its side and she felt tingling the first time she charged it. The patient reported that it would take her a long time to charge the device, it would take 4-6 hours to charge from half depleted with six coupling boxes. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.